Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "self test failed with technical fault". No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.